Manufacturer narrative:
Trapliner was returned for investigation. The distal section was separated in two pieces after it had been removed from the patient the product was contaminated with biological matter and was not able to be inflated to observe for leaks. The distal area of the balloon push rod was bent. The traveler was reviewed no nonconformances were associated with this event. Root cause is determined to be misuse by clinician.

Event description:
The physician noticed a kink in the distal backbone of the trapliner. When a tech picked up the trapliner after it had been removed from the patient, the device separated into 2 pieces.